Event description:
Philips received a complaint by the customer on the v60 indicating that the device was showing an o2 not available error. It is unknown if the device was in use on a patient at the time of the event. There was no patient or user harm reported. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer stated that the o2 proportional solenoid was found to be disconnected. Device has been repaired and returned to service. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time.

Manufacturer narrative:
This report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00203. All information from the original report(s) has been transferred to this report.